Event description:
Complaint report states, "lead extraction case on a patient with a blood infection. Three leads total to be explanted. Two pacing leads from left side on defib lead from right. Previous attempt to explant right side defib lead unsuccessful and resulted in proximal coil damage. Physician successfully removed left side leads using 11 french evolution shortie (note defib lead had been implanted from right side: proximal coil severely grown into or adhered to lateral s.v.c.) Planned approach from right was to use birds eye snare femorally to pull defib lead downward in hopes to allow an evolution to engage the proximal coil from right subclavian. Lead was snared successfully and did not yield with downward pull. In attempting subclavian approach initially in 13 french evolution was not successful in vessel entry and the 11 french evolution shortie was used for vessel entry successfully. Continued use of shortie device would not negotiate severe 90 degree turn and a straighter angle was attempted by moving shortie handle towards head of patient. This angle did yield advancement of device through scar tissue up to proximal end of defib coil.

Manufacturer narrative:
Patient was a male presenting with septicemia (blood infection). Due to the presence of the diagnosed infection, three implanted cardiac leads, two pacing leads via the left subclavian and one defibrillator lead via the subclavian, were scheduled for extraction. The two pacing leads implanted via the left side were successfully and uneventfully extracted with the aid of an 11 french evolution shortie mechanical dilator sheath set. Extraction of the defibrillator lead, which had been implanted via in the right subclavian vein, was initially attempted with a regular 13 french evolution mechanical dilator sheath set. When progress into the vein proved difficult, due to the presence of severe intravascular adhesions, the physician switched to an 11 french evolution shortie. The device did perform as intended and succeeded in obtaining venous access. The physician continued to progress with the evolution shortie and advanced the device toward the right innominate vein. It was reported that the venous pathway became less linear and the anatomic bend in the vessel precluded smooth advancement. Continued effort to advance the sheath did not yield success. Upon removal of the device the patient's blood pressure decreased and an emergent intervention was initiated. The patient could no be revived. It is noted that the evolution shortie is designed to assist physicians in gaining vascular access over a cardiac lead as part of the extraction procedure. The device has been designed with a shortened sheath segment intended to lessen the chance of operator inadvertently advancing the device into an area of vein tortuosity or bending. The device's IFU contains a warning that states, "do not attempt to negotiate the evolution shortie mechanical dilator sheath set past a bend in the vessel as vessel wall or cardiac lead damage may occur." Additionally, the cook medical representative present was trained on the device and the related device warnings. Based on reports, a suggestion by the cook medical product not returned for evaluation.